Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The patient manual outlines recommended practices for power management including expected and abnormal battery behaviors and actions to take including replacement of devices which exhibit abnormal behavior. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps and sequence for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
Information was received from the ventricular assist device (vad) coordinator that the patient reports the battery was not holding charge after fully charging. The power switches from this battery to the other when connected to the controller. The battery was removed from service. There was no effect on the patient. With additional investigation it was reported that the battery switched when the power was greater than 25%.